Manufacturer narrative:
(B)(4).

Event description:
Dexcom sales representative contacted dexcom technical support on (B)(6) 2015, to report that on approximately (B)(6) 2015, the patient passed away from heart and kidney failure. The patient was not wearing their continuous glucose monitoring system at the time of death. Attempts were made to contact the family and gather additional information; however, the daughter refused to provide any. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). There was no malfunction alleged against the device. The patient was not wearing the device at the time of death. The patient reportedly died from heart and kidney failure. It should be noted that diabetes mellites is a known cause of death; however, a definitive root cause for the reported event cannot be determined.